Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported implant fracture at tooth sites 24 and 26.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite® implant 3.75 x 10mm (oss310) and one osseotite® implant 3.75 x 11.5mm (oss311) were returned for investigation. Visual evaluation of the as returned product identified significant signs of use and fracturing at the middle threads. Bone debris on the external threads. Device history record (DHR) was not available electronically for the subject lot number (229926 and 232154). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review by lot numbers (229926 and 232154) was performed for similar event using keyword fracture implant and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.